Manufacturer narrative:
A customer from colombia reported contamination of 30 plates of chromid® cps (lot 1006334210). The customer reported that after plate incubation for 18-24 hours at 37°c, fungus growth was observed, which inhibited other microorganisms and results. The customer stated they followed the manufacturer's recommended transportation and storage conditions. An internal biomérieux investigation was performed. There were no deviations or non-conformities registered during the manufacturing process and release of the product. A complaint history review was completed and no other complaints were found for this batch. In addition, no complaints related to logistic or technical problems in regard to product transport were found for this batch. Regarding quality control testing with retained samples, biomerieux performed a new sterility test using the retention samples, 100 plates were incubated in 25°c +/- 2°c and 35°+/- 2°c for four (4) days. Final result: no contamination after incubation. Therefore, the issue could not be reproduced with retention samples. The customer submitted photos, which were analyzed as part of the investigation. Based upon the analysis, some plates were found to have a humidity issue (high level of condensation). This could be one reason for the plate contamination; however, fungus was not be seen. The contamination appeared to be more like bacteria. The package insert for this product indicates that product with condensation should not be used and that condensation could interfere with performance. Interpretation of test results should be made taking into consideration the patient's history, colonial and microscopic morphology, and if necessary, the results of any other tests performed. Based on this, the patient risk of false negative or false positive result is low. The pictures sent by the customer showed the contamination as having a violet color. The package insert indicates in the reading and interpretation (other cases) section that identification of the microorganism isolated must be followed by additional tests. In conclusion, the internal investigation with testing of retention samples could not reproduce the problem and could not identify or confirm the problem described by the customer.

Event description:
A customer from (B)(6) reported contamination of 30 plates of chromid® cps (lot 1006334210). The customer reported that after plate incubation for 18-24 hours at 37°c, fungus growth was observed which inhibited other microorganisms and results. The customer stated they followed the manufacturer's recommended transportation and storage conditions. The customer stated that no incorrect result was reported to a physician and patients were not impacted. There was a delay of 48 hours for retesting and reporting results. A biomérieux internal investigation will be initiated.